Manufacturer narrative:
(B)(4). A service history review was performed revealing this device has not been sent in for the reported condition. However, during previous service, the pumphead module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with channel a failure was confirmed as failure code 812:00 in the pump's event history. The root cause was determined to be software failure. However, this condition could not be duplicated during product evaluation. Therefore, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump with channel a failure was confirmed as failure code 812:00 in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with channel a failure, which occurred upon power up. During review the pump's event history, baxter quality engineering discovered failure code 812:00 and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.